Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the rubber o-ring in the reservoir compartment is missing. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump passed the functional tests and was received with all operating currents within the specification range and passed the off no power test. The pump was received with a cracked battery tube thread, a broken belt clip slot, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window. The test reservoir locked in place properly. Unable to confirm the broken belt clip due to the pump being received without the belt clip.